Manufacturer narrative:
This issue is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This represents 1 of 3 MDR's to be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "while using abbott libre 3 plus replacements they sent me after only a few days I felt ill, etc the sensor kept going off as extremely high sugar levels I then used accu check which showed libre 3 plus was indicating wrong levels so I changed and tested again and the libre 3 plus abbott sent me was again reading wrongfully too high glucose thus causing me to use insulin that was too much again the abbott libre 3 plus was reading falsely and elevated falsely the wrong readings when I call the va libre 3 number I was told to have them sent back in a abbott picked up package/paid by them. Again, the new device with the same lot and serial numbers was sent to me. Using the replacement once again caused false and inaccurate readings and cause false levels so I called them again then said destroy the boxes of libre 3 plus and not to file any complaints with FDA/medwatch/va pharmacy etc. Today the va stopped the abbott libre 3 plus for me as they too have had other veterans with false and altered readings, they today are starting me with a dexcom g 7 device and said to no longer use the abbott libre 3 or plus devices as they are indeed faulty. Va told me to follow abbott's advice to destroy them, either drop them off at a local pharmacy recycle place or return them to va pharmacy as they have already killed veterans, and injured many others. Abbott has lied to me and sent me false and defective libre 3 and plus defective diabetics reading sensors all faulty and readings caused me to use too much insulin falsely and to eat glucose tablets as the low readings were also false and defective inaccurate readings causing me significant harm and medical issues." Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.